Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (55-430 mg/dl) and ketones. Customer administered a bolus to treat the elevated bg level, and consumed a snack to treat the low bg level.